Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The caller reported the cuff on the pt's tracheostomy tube would not hold air and was leaking at the pilot balloon seam. A non-routine replacement of the tube was required.